Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage, failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: customer states that the wingset butterfly needle has a crack/hole in the tubing which results in leaking when drawing blood. Blood has squirted out on patients and also leaked on bed linens.

Manufacturer narrative:
Investigation summary: bd received 200 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for damaged tubing (hole in tubing) with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated and 3 out of 100 retention samples were found to have a nick in the tubing and the issue of damaged tubing (hole in tubing) was observed. Separately, 30 samples including the 3 with the nick were subjected to functional testing and no failures were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged tubing (hole in tubing) through corrective and preventive actions (CAPA) 2889570. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood splatter/leakage, failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: customer states that the wingset butterfly needle has a crack/hole in the tubing which results in leaking when drawing blood. Blood has squirted out on patients and also leaked on bed linens.